Event description:
It was reported that during a recent follow up noise was seen as well as out of range pace impedance measurements. An right ventricular (rv) lead lead fracture was suspected. A revision was performed. No adverse patient effects were reported. Should the lead be reurned this investigation will be updated.